Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was available for evaluation. Visual inspection was performed and no defects were observed. A push/pull test was performed and the spike was observed to separate from the connector. The reported condition was confirmed. The root cause was determined to be related to the manufacturing process. Multiple improvements were made to the manufacturing process, as part of a CAPA, in order to mitigate the reported event. The sample was received for evaluation after submission of follow up medwatch 001. The evaluation codes have been updated to address the evaluation results. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) that an automix compounder vented spike adapter "had albumin leak out of the vent and the lower piece came apart from the main vented piece." It is unknown when the event occurred. Patient involvement is unknown at this time. No additional information is available at this time.